Manufacturer narrative:
Investigation summary: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. Upon reception, the lead was tested, and the fixation mechanism worked as expected. All electrical measurements performed revealed that the inner and outer electrical continuity were conform to specifications, as well as adequate insulation between electrical lines on each part of the lead. Based on available data and the investigation results, a lead malfunction is not suspected to be the cause of the reported issue, and a lead position or lead contact issue could be suspected. Such lead positioning or contact issues incurred during implantation procedures are not completely unavoidable and may be associated to many variables (ex. Patient physiology, physician preferred implant site, etc) that the lead design and instructions-for-use cannot reasonably account for, as evidenced in this case. This investigation will be retained and used for trending purposes. Please refer to the attached report.

Event description:
Reportedly, during an implantation procedure, the ventricular lead was attempted to be positioned in different position (apex, septum) always with high impedance (> 4000 ohms). The psa cables were changed but the problem remains and it was decided to implant another vega lead.

Event description:
Reportedly, during an implantation procedure, the ventricular lead was attempted to be positioned in different position (apex, septum) always with high impedance (> 4000 ohms). The psa cables were changed but the problem remains and it was decided to implant another vega lead.